Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): traces of crystallization / no flow - pump was filled according to IFU's and attached to patient. After 2.5 days the patient claimed that the size of the pump did not change during the last 12 hours. Therefore, the personnel in the hospital took the pump out and saw that there is no fluid-flow anymore. Traces of crystallization were found in the luer-lock connector. The rest of the content was not measured but it contained less than 50 ml.

Manufacturer narrative:
(B)(4). The device is currently shipping from (B)(6) to bbm in (B)(4) for investigation. A follow up report will be provided after the inspection results become available.